Event description:
Surgeon was performing a c4-c7 anterior cervical fusion with cslp small stature plate. The cslp screw tab broke off on the left c5 screw. Surgeon was unable to remove screw with cslp driver and opted to use a conical extraction driver. The conical extraction driver tip broke off in the screw. Surgeon broke off the other tabs on the left c5 screw so the plate could be pulled over the shaft of the screw. The other three screws were also removed so the plate could be removed. Once the plate was removed, surgeon removed the broken screw with pliers. Surgeon then used the same plate and four new screws to complete procedure with no further problem. There was no reported harm to patient. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis.